Event description:
It was reported that during a da vinci-assisted surgical procedure customer observed the wire at the monopolar curved scissors (mcs) instrument shaft was broken. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome or injury with a delay of less than 15 minutes. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed the broken/loose cable was black color. Reporter clarified that the cable was frayed (e.g., cable intact but wire exposed). The reporter could not confirm if there was a loss of cautery associated with broken/loose cable. There was no arcing observed during the procedure the instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.